Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report sensor issues. Customer stated that the sensor was not reading properly. Customer stated that when he removed the sensor, cannula did not come out. Customer stated that he put in another sensor and it bled a lot. Customer's blood glucose level was not included in the report. Product is not being replaced.